Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported the touchscreen became unresponsive while the unit was being set up for patient use. The unit was being set up for patient use and the unit had to be switched out, however there was no patient harm. The manufacturer's field service engineer provided remote support and suggested performing touchscreen calibration. The customer was able to complete the touchscreen calibration successfully as well as completed performance verification testing successfully and the issue is resolved.

Manufacturer narrative:
G4: 26oct2020. B4: 27oct2020. The customer clarified they attempted to perform calibration, however due to an unresponsive area on the touchscreen the calibration was not successful. The customer later replaced the touchscreen. After replacing the touchscreen they installed the cables inverted and called back to request assistance for troubleshooting the installation. The field service engineer advised to reverse the cables and finally the issue was completely resolved and the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.